Event description:
It was reported that the patients right ventricular (rv) lead exhibited high threshold levels and oversensing. The lead has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).